Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continuous glucose monitor error 42 occurred. Pump was reset to resolve the issue. Additionally, it was reported that the pump time was incorrect; cause was unknown. Tandem technical support helped the customer correct the time, and successfully resume insulin delivery. Customer's blood glucose level ranged between 100-300mg/dl.